Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that spectrum pump key values shown on the pump are not necessarily the key values that were pressed. The keys strokes were very slow and created errors when programming the pumps for testing and upgrades. Any patient involvement, injury or medical intervention is unknown.